Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management pcba was installed in an fi test ventilator. The test ventilator did not power up from ac nor deliver breaths though the ac led indicator did turn on. The touchscreen did not respond to touch command; the screen was stuck / frozen. During debugging the r31 (resistor) was found with open solder cracks not making contact with the trace. R31 on the pm pcba was soldered to the trace. The power management (pm) pcba was reinstalled in the fi test ventilator, powered up into normal ventilation mode and deliver breaths. The touchscreen responded to touch commands. The ventilator operate for 2 hours during which time post was executed 25 times without generating any failures nor log any diagnostic error codes. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. The r31 solder crack open not making contact with the trace on the pm pcba created the 111b error code and touchscreen failure.

Event description:
The customer reported that they were unable to put the device into diagnostic mode as the touchscreen was frozen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.